Event description:
It was reported by repair work order that the customer alleged that the brakes would not hold. Upon inspection of the unit by the service technician, it was identified that the brakes would not hold due to malfunctioned brake cams.

Manufacturer narrative:
Brake cam